Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted beginning (B)(6) 2016, ventricular sic went up to 1362; ventricular non-sustained tachycardia episodes due to lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an alert for high pacing impedance and noise. A lead fracture was observed and the rv lead was replaced. It was also noted there was noise in the detection channel of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.